Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank display. The malfunction did not occur during pt use. The ventilator was not available for eval. The customer informed covidien that they do not want the ventilator repaired at this time. Covidien was not authorized to service the device.